Manufacturer narrative:
We received one 777hf8 catheters with an (1) attached monoject 3ml syringe with 1.5 ml limited volume for examination. The reported event of a contaminant appeared consistent with photo from customer. The complaint on this device could not be properly examined and addressed because the contaminant in question may have been removed during decontamination process. The catheter was examined post-decontamination and no visible damage or contamination was observed from catheter and returned syringe. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
The customer discovered an eyelash on the connector of the device when opening the package. The catheter was never used on a patient.